Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital with dyspnea and pericardial effusion with a cardiac tamponade was suspected. Further examination via ultrasound revealed a pericardial and pleural effusion. Drainage of both the pericardium and plural cavity were performed to resolve the event. The physician considered this a result of the implant procedure or an unconfirmed tumor and the patient is stable. Related manufacturer report #: 2017865-2017-01827.